Event description:
The reporting facility states that they have noted an increase in IV therapy related infections since beginning to use this device. The perceived increase in IV related infection rates was reportedly associated with device securement difficulties. The facility contact stated that it is her belief that the increase may have been caused by a learning curve which was experienced by the staff during the recent conversion to this product by the facility. She reported that the infection rate began to resolve spontaneously as the staff obtained greater expertise in the use of the device. No surveillance data was provided. Some of the pts experiencing this complication required either oral or intravenous antimicrobial therapy to treat the infections. No samples, lot numbers or other information is avialable.